Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported a bilateral unexpected postoperative result in a patient after photo refractive keratectomy surgery (prk). The patient had a residual astigmatism of -2.0 diopters. The patient was reported to be under the influence of alcohol during surgery and the surgeon has consulted with other physicians as to if this maybe the reason for the refractive error. Additional information has been requested, but not received to date. This is one of two medical device reports being filed for this patient. This report is for the patient's right eye.